Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) nurse called to report ongoing issues with the ergonomics. The caller stated that the issue had occurred earlier in the day during a case. Despite a hard power cycle, error 32101 continued to appear. The customer was able to recover from the error and disable the ergonomics to resume use of the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: they never started the case. When the nurse had turned the robot on in that operating room (or), the code showed up causing them to do the case laparoscopic in a different or.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console viewer. The system was tested and verified as ready for use.

Manufacturer narrative:
The console viewer was returned for failure analysis (fa) due to a reported an ergonomics issue. Visual inspection was performed and no problems were found related to the reported issue. Fa checked the field system logs, which confirmed errors 32101 and 1134 had occurred. Fa installed the viewer on an internal system and received errors 1134 and 32101 upon startup, replicating the reported issue. The mceh board on the viewer was identified as a potential root cause.

Event description:
Refer to h11 for follow-up information.